Manufacturer narrative:
Investigation results: no investigation possible due to lack of components. The device history records have been checked for the available lot numbers and found to be according to the specification valid at the time of production. No similar complaints registered against the same lot number of ceramic ball head (51696090). The failure is most probably usage/patient related. There is no indication for a product related failure. Based on the information available and without a product for investigation, a clear conclusion can not be drawn. Furthermore, it is unclear why a revision surgery was indicated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with biolox prosthesis head. It was reported that the sales representative was informed of a revision surgery. The surgery was performed at the hospital in (B)(4) 2011. The first report is that the liner and head will be replaced. There is no information about damage to the implant and there are no plans to remove the cup and stem. The other implants used were plasma cup sc 48 mm and the stem was bicontact-d 12 mm. The revision surgery will be scheduled to be performed on may 11 to change the liner to a polyethylene hood or poster wall and the head from l to xl. A revision surgery was necessary. Additional information was not provided nor available . Additional patient information is not available. The adverse event/malfunction is filed under (B)(4).